Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation patient was died. There was no report of medical intervention. Additional information was received as below: customer reported a patient passed away due to a stroke. The customer reported that the cause of death was listed as a stroke and that the patient had been admitted to the hospital due to breathing problems, patient also had heart issues. The patient was reportedly hospitalized for 7 months from (B)(6) 2021 due to several issues i.e. Heart issues, open heart surgery, sleep apnea, breathing issues. The device was returned to the manufacturer¿s product investigation laboratory for further investigation. During the investigation, the manufacturer confirmed the presence of contamination in the airpath. The unknown dust or dirt contamination was found on the blower casing/impeller, blower box, and humidifier base. Evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The presence of contamination throughout the airpath suggests a source external to the device. The occurrence of a keratin-like substance was observed around the blower box. Mineral spots consistent with water ingress were found within the blower box housing and on the motor casing. The manufacturer concludes there was no evidence of sound abatement foam degradation. Section a1 patient identifier and h9 recall (z) number has been corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient was died. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.